Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request post market vigilance (pmv) led an evaluation of three endo gia* ultra universal 12mm single use instruments. The event report alleges the product was used in a surgical procedure. The initial visual inspection of the instrument revealed no abnormalities. Pmv performed functional testing which included the instruments were successfully loaded with an endo gia* roticulator 60-3.5 sulu ((B)(4)). After initial clamping, the instruments could not be cycled. Access holes were cut into the instruments¿ bodies for visualization of each instrument firing rack, which revealed sheared teeth on each firing rack. Replication of this condition may be a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a laparoscopic resection of lower sigmoid/resection, the surgeon was able to press the green button and squeeze the handle, but the instrument did not fire. The jaws of the device locked on tissue but was removed by normally opening. The handle could be pushed, but no action was taken. The power went into void. A new device was used to resolve the issue. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.